Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Weekly trend data shows min bat= 2.634 between (B)(6) 2010 and last battery measurement=2.614 volt on (B)(6) 2010 is just before rrt (recommended replacement time) <= 2.63 volt. Evaluation summary: (B)(4): subsequently, the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the battery voltage measured during the remote monitoring transmission was at the elective replacement indicator (eri) level but the nightly measurements were above the eri level. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery voltage measured during the remote monitoring transmission was at the elective replacement indicator (eri) level but the nightly measurements were above the eri level. It was further reported that the device has been explanted and replaced. It was additionally noted that the left ventricular lead had high thresholds and high output. During the device changeout, the left ventricular (lv) lead was accidentally cut. The lead was capped and replaced. No patient complications have been reported as a result of this event.